Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas sleep/wake button was intermittently unresponsive, at times taking more than a minute to respond, while blood glucose was not affected, consistent with a device key or button malfunction associated with the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included an outcome for which an appropriate standard impact term was not available. Investigation included communication with the user and analysis of the information provided. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.